Manufacturer narrative:
The pump user guide states do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high blood glucose, or diabetic ketoacidosis (dka).¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer added insulin to the cartridge after it had been loaded. Tandem technical support reminded the customer this was off label. No reported adverse impact to the customer¿s blood glucose. The customer declined to provide further information regarding the event.